Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented in clinic. During a manual threshold test, it was observed the right ventricular lead was failing to capture. The lead was explanted and replaced. The patient was stable.